Event description:
During a percutaneous coronary intervention (pci) of the left anterior descending (lad), a perforation occurred. The md used a graftmaster stent to try and control the bleeding from the perforation, but was unable to deploy the stent into the area of perforation due to the small vessel size. When the graftmaster stent could not be deployed well at the area of perforation, the physician injected gelfoam to the area to seal the lad. Patient expired from cardiac arrest after the lad was occluded with gelfoam. Report form sent to abbott, the company that produces the graftmaster stent. Device not available for return.